Manufacturer narrative:
(B)(4).

Event description:
It was reported to dexcom on (B)(6) 2016 from pending field action that patient had no audio output on (B)(6) 2016. Reporters relationship to the patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).